Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant. Model: 2188-75, lead; implant: 2002-(B)(6), model: 694765, lead; implant: 2012-(B)(6). (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) ea rlier than anticipated. The device has been explanted and replaced. No patient complications have been reported as a result of this event.